Event description:
There was an allegation of a patient demographic mismatch from the cobas infinity. The samples were not centrifuged which alerted the laboratory staff that the samples were not processed correctly. The laboratory tech then noticed the patient name displayed on the 8100 command unit differed from the patient name on the printed labels. In the 8100 command unit, sample ID (B)(6) was incorrectly associated with patient 1. Three barcode labels with sample ID (B)(6) had the name of patient 2. The customer confirmed the tests, sample ID, and results are all the same.

Manufacturer narrative:
In the 8100 log, errors were found to have occurred around the time the order was queried. The investigation is ongoing.

Manufacturer narrative:
With the current information, the reported allegation could not be verified as a software issue with the cobas infinity as it is not reproducible in the customer's environment nor in a virtual environment. It is not possible to identify the cause of the reported behavior.